Event description:
The customer reported that the system would not perform the vascular function. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the vascular protocol was installed. The system was tested and found to be working as intended and put back into service.